Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and failed test steps during testing for actual exchange purge and actual exchange proport valve tests. The device¿s internal battery was replaced to address the issue.